Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with helix retracted. Dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (necked-down) at distal end of terminal pin. It was unable to perform helix mechanism test due to fracture in cathode coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, this right ventricular (rv) lead was difficult to place. The physician attempted placement to right ventricular (rv) via a persistent left superior vena cava. The helix would not extend after thirty turns. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.